Event description:
The manufacturer was notified by an end user that a dreamer full face mask caused pain in her jaw and pressure in her chest due to a poor fit. The user was fitted at the durable medical equipment (dme) supplier with her dentures in. There was no report of serious or permanent injury and no medical intervention was required. No product was returned. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients (>66lbs/30kg) for whom CPAP therapy or bi-level therapy has been prescribed. Labeling warns the user "discontinue use and contact your healthcare professional if any of the following symptoms occur: skin redness, irritation, discomfort, blurred vision, drying of the eyes, unusual chest discomfort, shortness of breath, severe headache, eye pain, eye infections. Tooth, gum, or jaw soreness. Use of a mask may aggravate an existing dental condition." Based on the information available, the manufacturer concludes no further action is necessary.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code, 3189-no apparent adverse event, on the previously submitted report. The device problem code is corrected on this report.